Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On (B)(6) 2011, a (B)(6) female pt with an underlying medical condition of kyphosis underwent a cervical posterior spinal fusion, 4 levels. The 80 pound torque screw (41b1419) was used with the mayfield triad skull clamp. It was reported that after the surgical case, the "torque knob was stuck on the pt's head." It would not release the pressure. A wrench had to be used to remove it. No pt injury was reported.